Manufacturer narrative:
It was reported that a second resolute onyx stent was implanted for target lesion treatment-insufficient lesion coverage, not plaque shift as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx was implanted into the rca. It was reported that a second resolute onyx stent was implanted to treat plaque/ carina shift. A third resolute onyx stent was implanted for target lesion treatment.